Event description:
A malfunction was reported by the customer regarding their pump, but no notable events led to the malfunction, and there was no adverse impact on the customer¿s blood glucose level. The pump displayed a malfunction code, and although it was not part of a field correction, it was still under warranty. The customer was advised to use an alternative insulin therapy, mdi, while waiting for a replacement pump with updated software from cts. The customer was provided with instructions on returning the faulty pump to avoid being billed and was informed about programming settings and connecting their cgm to the new pump, which they acknowledged and understood.